Event description:
A radiologist attempted to use the side button to fire the device during a renal biopsy. The side button failed; the physician then adjusted his hand to use the trigger at the back of the needle and the device deployed without any buttons being pushed.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. Eleven samples were returned from the customer for review. A visual inspection was performed on the returned products, and no damage was found. The devices were test fired five each and functioned as designed. The devices were disassembled, and it was found that there was excess glue on the front trigger arms. This could cause it to be difficult to fire the device from the front trigger. The complaint was confirmed. A failure investigation has been initiated to determine the root cause of this issue and determine corrective actions. Additional information provided in h.3., h.6. And h.11.